Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿above the umbilicus through the old incision, a hernia sac was found and separated from the subcutaneous tissues. The incarcerated omentum and adhesions to sac were freed. The sac was removed with fascial margins and medium ventralex mesh was placed over the defect and sewn in place with sutures.¿ on (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair. Per operative notes, ¿from the prior repair, the incisional hernia with sac was dissected circumferentially down to the fascia. The fascial defect was closed and incarcerated omentum within hernia sac was suture ligated. Redundant omentum was left and adhesions to the gallbladder was reduced. The hernia defect was closed and secured with sutures; wound was irrigated and closed.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2008) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.